Event description:
It was reported that green cable error codes are occurring on the control module. The customer has requested to have the green cable re-evaluated. There have been no pt consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer complaint and replaced the green cable due to the green cable center connector was bent causing the green cable errors. The unit was tested and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.